Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 62-way fixed plug had a defective pin. The pin was replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in a intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.